Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that no unexpected reboots were observed during operation and verified a bogus hardware failure. A field service engineer (fse) verified the issue within the application and performed troubleshooting by swapping the power supply with a known good unit. The device was restarted, the drawer network was disabled and re enabled, and the application was relaunched, which cleared the failed hardware icon error. The fse later replaced the temporary power supply with the correct unit to restore the system configuration. Additionally, during preventive maintenance, the fse replaced the expired internal battery and cleaned debris to ensure optimal performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was repeatedly rebooting on its own, and a failed hardware icon was observed, however, no drawer failures were identified upon verification. The station remained online in remote smart service (rss), and a reboot was performed as part of troubleshooting. However, there were no delays, adverse events or injuries reported based on this incident.